Event description:
It was reported in a literature article that device issues occurred, requiring additional intervention. A retrospective study in a comprehensive cancer center analyzed 25 patients who underwent placement of a semi-permanent peritoneal flexima all purpose drainage catheter in the advanced palliative phase of metastatic disease between 2019 and 2024. During the procedure, either a 10 french or a 12 french drain was placed with no tunneling and anchored to the skin at a single point. The procedure was performed under local anesthesia and ultrasound guidance. Catheter fixation was achieved using a simple interrupted suture to minimize the risk of accidental catheter removal or drain dislodgement. After the placement of the semi-permanent non-tunneled drain, drainage was performed at the patients bedside upon request, based on symptoms of discomfort. This procedure was carried out by a nurse either at home or during hospitalization. Immediate complications that occurred within the first week following placement, as well as delayed complications (beyond one week) were recorded. The procedure was well-tolerated, with no immediate severe complications. However, one patient had moderate leakage at the drain site, which resolved with the application of a dressing. Another patient had a drain dislodged within 24 hours post-procedure due to confusion, and it was decided not to reinsert the drain. Two patients experienced disabling leakage at the drain site, necessitating the placement of a new drain, which resulted in favorable outcome. Additionally, another patient had a dysfunctional drain 15 days after placement but did not undergo reinsertion due to significant deterioration in his general condition.

Manufacturer narrative:
B3: date of event estimated to be the first date of the range 2019-2024. Poisson, c., sampetrean, a., renard, p., khoury-abboud, r-m., scotte, f., vigouret-viant, l., bonnet, b., tselikas, l., deschamps, f., & mateus, c. (2025). Palliative semi-permanent abdominal drain for the management of refractory malignant ascites: a retrospective study in a comprehensive cancer center. Supportive care in cancer. Https://doi.org/10.1007/s00520-025-09551-1.